Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed while changing the infusion set. The blood glucose reading was 232mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to protruded/loose drive support disk. Unit had missing end cap sticker and belt clip. Unit had physical damage at belt clip slot.